Event description:
A pharmacist reported that the implantation of intracorneal ring was unsuccessful as the tunnel was incomplete in right eye of the patient during refractive surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).